Event description:
It was reported, the pt began experiencing an increase in charging time for his ipg about 6 months ago. He reported his ipg now is unable to charge and he has lost stimulation. He allegedly could not provide details regarding communication using his programmer and charger, and he was unable to locate his external devices for troubleshooting. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.